Event description:
At about 11 months after the primary, the patient came in reporting instability and the surgeon observed that the cup was anteverted. The surgeon revised the medacta cup and liner with competitor components and revised the medacta head with a medacta head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 06 october 2022. Lot 2100559: (B)(4) items manufactured and released on 23-june-2021. Expiration date: 2026-05-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.